Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number and expiration date are currently not available.

Event description:
Procedure: meniscal repair arthroscopic. Jnj rep present at case. Third device used on patient. Inserted into tissue as per technique guide, trigger pulled while applying forward pressure, click heard. Trigger fully released and removed from tissue. Anchor was visible at tip of needle. Once deployed cannot be used again. Entire device was removed with anchor and suture remaining in device. Second device opened and used successfully. Nothing remained in patient. Five minutes delay in surgery

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: the expiration date and device manufacture date have been updated. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. A review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this device's lot number. At this time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).